Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. When the results of investigation become available, a supplemental report will be submitted.

Event description:
It was reported to vyaire that the lap top ventilator was delivering tidal volume greater than two times the output. The customer confirmed that there was no patient involvement associated with the reported issue.